Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have respiratory problems, sputum, irritation of airways, chest tightness; CT scan result: non-specific interstitial lung disease. The patient was prescribed prescription medication: antibiotic. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.